Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was reported that program 3 was showing x¿s.

Event description:
It was reported that an out-of-regulation (oor) message was observed on the programmer unit of the patient's implantable neurostimulator (ins) system. An impedance measurement check showed normal values except for electrodes #8 and 11 which were low (<(><<)> 50 ohms). It was noted that the patient was programmed with these 2 electrodes. In addition, it was reported that the patient was charging the ins more than expected. The patient had 4 programs: program 1) 2.9v/450pw/35hz with two anodes and one cathodes; 1049 ohms, program 2) 6.8v/660pw/35hz with two anodes and two cathodes; 702 ohms, program 3) 8.6v/330pw/35hz with one anode and one cathode; <(><<)>50 ohms, and program 4) 3.2v/450pw/35hz with two anodes and two cathodes; 488 ohms. It was determined through an estimated calculation (without program 3 with the low impedance) recharge interval was 6.09 days. It was decided to remove program 3 (to eliminate electrodes #8 and 11) from patient's ins therapy and reprogram with 2 other programs. Follow up information received reported that the oor condition on the patient's ins was due to the impedance issue with electrode 8 and 11. Reprogramming around those electrodes resolved the oor issue (message did not reappear). Also, the number of programs was reduced from 4 to 2 which was expected to help with the recharging interval. The patient was reported as 'very satisfied' with the new programming options.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot# v464755, implanted: (B)(6) 2012, product type lead; product ID 3487a-45, lot# v425796, implanted: (B)(6) 2012, product type lead; product ID 3487a-45, lot# v472477, implanted: (B)(6) 2012, product type lead. (B)(4).